Event description:
The user facility reported a 65-year-old female in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The cannula kinked in the patient's aorta. Patient had a tortuous anatomy. The impella was replaced. There was no harm to the patient.

Manufacturer narrative:
The investigation into the kinked cannula has been completed. No product was returned. As per clinical evaluation, impella cannula kinked after insertion with tortuous vessel condition observed around aorta earlier with imaging. The cause of the product damage - cannula kink issue was use related due to improper technique of advancing pump for insertion with tortuous vessel conditions observed. The failure modes will be monitored and trended.